Event description:
It was reported that during a total knee arthroplasty procedure, surgeon was unable to implant the tibial bearing and had to remove the tibial component that he had already cemented in place. Surgeon used a thicker tibial bearing with no further complications.

Manufacturer narrative:
Eval of returned device was found to be visually and dimensionally within specifications. The investigation was unable to discover any explantation that would have prevented assembly of the item.